Event description:
Caller reported a malfunction on the pump, referenced as malf 16-0x20e6. There was no reported impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer utilized multiple daily injections as a backup therapy, and technical support arranged for a replacement pump.